Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, after withdrawing the device post procedure, it was noted that the snare loop was damaged with visible wire fragments. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.